Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient felt stimulation randomly feel like it was slowly ramping up on its own and then it would drop back quickly. This did not correlate with any position or even any movement. The patient reported that they had a fall 4-5 months ago and the stimulation issues started about two months ago. The impedances were checked and were normal and there were no orientation issues. A new program was made with the same settings and without the adaptive stimulation. The patient was going to be seen in two months to evaluate the new program. The indications for use were non-malignant pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.